Manufacturer narrative:
Hamilton medical ag internal reference number: (B)(4). According to the logfile analysis, on (B)(6) 2026, the hamilton-c6 experienced an ac power loss while battery reserve was already low. The event escalated to tf 444001 (battery totally discharged) and tf 446029 (ambient failure detected), indicating a transition to ambient-related failure behavior. Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: it was reported that while the ventilator was in use, it went into ambient state and ventilation cancelled. Medical intervention was necessary; however, no further details were provided. No harm to the patient was reported.